Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when non-union occurred or pain started. This report is for 3 unknown 4.5mm locking screws/unknown lot number. Original implant date unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal tibia revision was performed on (B)(6) 2015 due to nonunion/malunion. The original procedure to repair a tibia fracture occurred six months ago. Removed hardware included a 12 hole, 4.5mm proximal tibia plate(which was broken at the most proximal combi hole), and seven 4.5mm screws(the proximal 3 were locking, the other four were non-locking screws), all fully intact. The fracture was re-reduced and another proximal tibia plate was implanted in anatomic position. The revision procedure was completed successfully without incident. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Part and lot number unknown. UDI unknown. Implant date approximately six months prior to explant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.